Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via phone by the sales rep that during a rotator cuff repair, the needle on the customer's expressew iii w/o hook would not deploy. The top jaw is possibly bent. They swapped the device with another like device to complete the procedure. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The complaint device was received and visually inspected. Visual observations revealed that the jaw pin was protruding out of its space. However, the jaw is not bent. Hence, the complaint is not confirmed. The possible root cause behind the protrusion of the pin can be the blunt force impact/ mishandling, a user issue. To test the functionality of the device, an eiii needle was loaded into it and was tested on a sample rubber strip. When the trigger was actuated to deploy the needle, there was slight resistance and the deployment was rough. Although, the needle could be deployed, it wasn't a smooth deployment. As this is a reusable device, it is possible that tissue debris was lodged inside the shaft at the distal end and without proper cleaning/ sterilization; the device would become rough to operate over time. Other than this possibilities, we cannot discern any other root causes for these failures. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no complaints of any sort with this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).